Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) found worn tubing at pinch valve pv37 that caused the leak. The fse replaced the tubing at pv37 to fix the leak. The leak damaged the peltier module which caused the temperature errors. The fse replaced the peltier module to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained clenz leak of less than 1 cc from the coulter hmx analyzer instrument. There were ambient and lyse temperature error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.